Event description:
Patient reported that their one touch profile meter kept giving them the not enough blood message. This issue was not resolved with troubleshooting. Patient was using correct testing technique. The battery was checked and retested with new vial of test strips. The issue still persisted. There was no medical intervention or treatment given. No further clinical information was given.